Event description:
It was reported by an attorney that the patient expired due to complications suspected to be related to the ICD system. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.